Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was moderate thrombus in the vessel. The aortic neck is 18mm in diameter. The stent graft was implanted however the super renal stent opened into the renal artery. The physician pulled the stent graft down slightly, for a successful outcome. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results and conclusion: arterial and venous occlusion. Moderate thrombus in the vessel. Required secondary intervention.